Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. The insulin pump primed and seated properly when the test reservoir was detected. No rewind anomaly or prime or fill anomaly during testing noted . (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin shoots during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.